Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unspecified mentor breast prostheses developed cutaneous contour deformity in unspecified side. The patient reported that she had two mammograms showing that the implant hasn't ruptured but the edge of it has created a fold in it. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.